Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling great until recent fall at home. States tripped and fell forward on to the floor. Since the fall, has not been feeling well. It was also reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited dislodgement, unstable thresholds, and no capture. The rv lead and ra lead were explanted. A new rv lead and lead adaptor were implanted. No patient complications have been reported as a result of this event.